Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, it is likely since leakage from channel, and water invasion of control section and scope connector was confirmed, it is possible that the electronic components such as image sensor/circuit board inside scope connector corroded/broke and the suggested event occurred. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿important information please read before use. ¦warnings and cautions: caution. Turn the video system center on only when the endoscope connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦warnings and cautions: disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system. ¦inspection of the endoscopic image. Confirm that the wli and nbi endoscopic images are normal. 5.1 troubleshooting. If any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer returned the device to olympus for evaluation and the customer¿s specified allegation of image problem was confirmed. An interference in the image which was found during the inspection was caused by a leakage from the perforated biopsy channel, through which moisture had entered the device. The following additional items were identified and are as follows: (a.)the biopsy channel leaked, (b.) The device failed the electrical safety check (c.) The bending section cover was damaged, (d.) The bending section cover glue was chipped, (e.) The connecting tube had buckling, and had a dent (f.) The control unit was obscured by humidity (g.) The plug unit connection had corrosion, (h.) And the scope connector cover was corroded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus the evis exera iii bronchofibroscope exhibited image problem. The issue occurred during preparation for use for an unknown procedure. There was no report of patient or user harm associated with the event. The device was returned to olympus. An evaluation of the returned device revealed generation of noise in the image and the subject could not be recognized. This report is being submitted to capture the reportable malfunction found during evaluation.